Event description:
The patient's family called to report that the patient woke up without their voice prosthesis in place, and was unsure if it "fell out or was swallowed". The patient then had an x-ray performed the same day and confirmed the prothesis was not located in the lungs. The patient had a catheter placed and was scheduled to have a new voice prosthesis placed the next day. As the voice prosthesis cannot be located, it will not be returned for analysis.

Manufacturer narrative:
The instructions for use (IFU) which accompany each product detail voice prosthesis dislodgement, and that: "care must be exercised during prosthesis insertion or removal to avoid injury to the tep or accidental displacement of the prothesis which could result in aspiration of the prosthesis into the trachea." Also detailed in complications section of the IFU warns of "ingestion of the prosthesis into the esophagus and/or gi tract". The prothesis will not be made available for evaluation as per the reported complaint.